Manufacturer narrative:
(B)(4) baxter received the device. The symptom undetected upstream occlusion was overlooked during evaluation and was not confirmed. Review of the event history log was not performed because they symptom was found during service evaluation. No related device malfunction was observed and the device was reworked to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.